Event description:
Same case as MFR # 2134265-2012-02371. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The target lesion was located in the circumflex artery (cx). An ion stent was implanted in the distal cx and then a 3.0x12mm ion stent was advanced to the lesion next to the previously implanted stent; however, it was noted that the 3.0x12mm stent moved proximally in the lesion. The physician attempted to deploy the stent at 14atms and when the stent delivery balloon was deflated, it was noted that the stent dislodged when the stent delivery system (sds) was pulled back. The physician was able to deploy the dislodged stent in the lesion and post dilation was performed with an unspecified balloon. A dissection was noted between the two ion stents and an unspecified third stent was placed between the two ion stents. The procedure was completed with no additional patient complications reported. The patient's current condition is okay. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the device was not returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).